Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: did the device lock out and could not be fired at all? Or was the trigger advanced with no staples deployed? The stapler fired without lock out and didn¿t' apply clips. The reload was properly placed.

Event description:
It was reported that during an unknown procedure, the device didn't apply the clips. The reload was replaced the issue was solved. There were no patient consequences reported.